Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Per package insert 87-6204-022-23 rev a: loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: persona stemmed tibia catalog # 42532006701 lot # 63481340. All poly patella cemented 32 mm diameter catalog # 42540000032 lot # 63534876 articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog # 42512400510 lot # 63492338. Unk cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient was revised due to loosening of femoral prosthesis after a fall.